Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the user interface assembly was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. During troubleshooting, the rse advised the customer they likely have a hydis display installed. The rse recommended to update to a 2nd generation nec display and/or user interface (ui) assembly. The biomed was provided with the part numbers, and the current availability for the 2nd generation ui assembly gray. The rse informed the customer that the v60 operational software must be version 2.10 or greater when installing the 2nd generation display; the biomed reported that the software version was 2.30. The investigation is ongoing.